Event description:
It was reported that during a laparoscopic appendectomy procedure, the device cut, but did not staple. The surgeon then made a small incision to hand screw the open appendix. There was no other adverse consequences to the patient. No device will be returned. Additional information from surgeon was that everything went fine and the patient is fine. Event occurred awhile ago and he could not recall the new incision made was at or near the trocar site.

Manufacturer narrative:
Information not available, device not returned for analysis.